Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings issue occurred. (Sae info) data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled.